Event description:
It was reported that the patient developed major bleeding in the upper gastrointestinal tract.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information and the investigation will be covered under MFR # 2916596-2023-07025.